Event description:
An occlusion alarm was reported by the caller, which the technical support team was unable to verify in the pump's history. The customer's blood glucose level was affected by the issue, with the displayed value reading "high" due to the occlusion event. To address this, the customer administered a correction bolus through the pump and later changed the infusion set and cartridge, resuming insulin use without needing third-party assistance.